Event description:
On a dr laparoscopic roux-en-y - when using the auto-suture endo gia stapler, the stapler misfired. The staples did not bend in the appropriate manner. This caused a defect which need to be repaired before going on with rest of procedure. It extended length of surgery by approximately 1 1/2 hrs. Dates of use: 2007. Diagnosis or reason for use: gastric bypass - laparoscopic.